Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user complained about a "metal hitting metal" noise coming from the device whenever he moves. This has been perceived for a few months and is getting worse. Re-implantation is being considered.

Manufacturer narrative:
Device investigation confirmed a malfunction of the device. The root cause for the failure is a non-hermetic transducer, which led to loosening of the internal part of the transducer housing. The problems described in the recipient report appear to match the damage found. This is a final report.

Event description:
The user complaint about a "metal hitting metal" noise coming from the device whenever he moves. This has been perceived for a few months and was getting worse. The user has been re-implanted.